Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and was assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if any malfunction code recurs, and caller acknowledged and understood.